Event description:
Ventilator alarmed with severe occlusion alarm, showing an error message of no ventilation. Nurse removed patient from the vent and turned ventilator off prior to respiratory therapist arrival. Respiratory therapist attempted to restart vent and it would not restart. No harm to patient occurred. Manufacturer response (as per reporter) for ventilator, 840 ventilatormanufacturer has not evaluated issue at this point in time, but is planning to make a site visit to the facility.